Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that there was a kink on the irrigation tubing and inefficient cooling. An intellanav mifi open-irrigated ablation catheter was selected for use. There was a kink on the irrigation tubing and inefficient cooling. An exchanged of the catheter resolved the issue.

Manufacturer narrative:
Visual inspection revealed the luer fitting was missing and was not received with the device. The adhesive and irrigation tubing were torn open at the proximal side of the adhesive joint securing the tubing to the luer fitting. Also, the tubing was bent/kinked at approximately 90 degrees near the handle. There was dried body fluid found on the handle, main shaft and distal end. The dried saline was found on the distal end and inside several irrigation ports. The functional inspection revealed no abnormal resistance was felt when actuating the steering mechanism. A DHR (device history record) review was performed and no deviation was found. No manufacturing related observations were discovered during returned device analysis. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/IFU.

Event description:
It was reported that there was a kink on the irrigation tubing and inefficient cooling. During a left flutter ablation procedure an intellanav mifi open-irrigated ablation catheter was selected for use. There was a kink on the irrigation tubing and inefficient cooling. An exchanged of the catheter resolved the issue.